Manufacturer narrative:
Analysis of the controller, model 97755, s/n (B)(6), revealed. Product analsysis found:no device found message and no anomalies were visually observed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# nlf084188n implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: nlf084188n, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are having trouble picking up a signal on the controller since about 3 days ago. Patient stated they are getting a message to call manufacturer with m0 code when they try to charge the ins. Patient stated the paddle gets very hot. Agent asked patient to connect with the controller and controller show implanted neurostimulator 30%, controller 50% charged. Agent confirmed the controller is charging when plug into the outlet. Patient service confirmed there is no visible damage to the recharger. Patient mentioned the relay box on the recharging antenna gets very hot at night. . The issue was not resolved. An email was sent to the repair department to replace the recharger device.